Event description:
It was reported that the patient experienced a loss of therapeutic effect after passing through a security gate in (B)(6). It was noted that the device had been working well before that. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient received assistance from their company representative and all concerns were resolved.

Manufacturer narrative:
Product ID 3889-28, lot# v386130, implanted: (B)(6) 2010, explanted: na. Product typ lead product ID 3037 serial# (B)(4), product typ programmer. (B)(4).